Event description:
Carefusion maxplus clear needless connector, ref #(B)(4), lot #15028062, exp 02/2020, unscrewed itself from the 10ml prefilled saline syringe that is contained in the vygon value life prep kit (kit for central line access) product code ams-8023cp-1 lot #14l23d, expiration 6/2016. This has happened several times with various patients with the combination of these two products. The maxplus clear needleless connector has not done this with refilled saline syringes that are not contained in this kit that are used in the facility. Diagnosis or reason for use: needless connector for vascular access.